Event description:
The stryker ligasure sealer/divider was not working properly and caused a pause in the surgery until a new unit could be retrieved. The vendor was notified and directed to contact the hospital supply chain for the device.